Event description:
The spouse reported that the insulin pump stopped working and customer needs to go to emergency room or stay home. Customer stated that the insulin pump working now and if breaks again they will go to the hospital. Customer stated keypad stopped working. Troubleshooting was done. Customer's blood glucose was 320 mg/dl. Customer stated they treated with the insulin pump. Advised customer will send battery cap replacement and to monitor the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).